Manufacturer narrative:
Result: the distal tip of the neuron delivery catheter 070 was fractured approximately 105.5 cm and kinked approximately 11.0 cm from the hub. The break site shows evidence of material deformation and stretching. Conclusion: the compliant has been evaluated. The compliant indicates that resistance was felt at the protection mandrel during the removal of the neuron delivery catheter 070 from the packaging and the catheter was fractured at the distal tip. Evaluation of the returned device confirmed a fracture in the distal tip of the catheter with evidence of material deformation and stretching. This type of damage typically occurs when the product is improperly handled during removal from the packaging. If the tip of the catheter is held down on the mandrel and the catheter is pulled at the proximal end, the device may fracture. These devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a neuron 6f 070 delivery catheter and penumbra coil 400. During the procedure, the physician removed a neuron 6f 070 delivery catheter from its protective packaging and heard a "pop" noise and found that the tip had become crushed. Later in the procedure, the physician was deploying a penumbra coil 400 and it took ten attempts to detach the penumbra coil 400 in the aneurysm. There was no report of an adverse effect on the patient.

Event description:
The patient was undergoing a coil embolization procedure using a neuron 6f 070 delivery catheter and penumbra coil 400. During the procedure, the physician removed a neuron 6f 070 delivery catheter from its protective packaging and heard a "pop" noise and found that the tip had become crushed. Later in the procedure, the physician was deploying a penumbra coil 400 and it took ten attempts to detach the penumbra coil 400 in the aneurysm. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2014-00579.